Manufacturer narrative:
The product will not be returned for evaluation and we are therefore unable to determine any device malfunction that would have caused or contributed to the customers "high" blood glucose. If the customer did not check her blood glucose for a full 24 hour period as shown in the pdm history, then user error may be considered a contributing factor to the "high" blood glucose readings. Omnipod's user guide instructs customers "to avoid hyperglycemia (high blood glucose)" by checking their blood glucose at least 4-6 times a day (upon waking up, before each meal, and before going to bed). In addition, the user guide advises customers to check it when feeling nauseated, before driving a car, whenever their blood glucose has been running unusually high or low, if high/low blood glucose is suspected, before/during/after exercising, and as directed by a healthcare provider. The user guide also provides in-depth guidance on how to treat hyperglycemia. No lot number was provided, we are therefore unable to review the lot qualification records.

Event description:
A customer called stating that her pdm was registering a "high" blood glucose (> 500mg/dl) and wanted assistance correcting this. Her blood glucose also read "high" when she checked it with a one touch meter. Customer service suggested that she follow her hcps instructions on how to correct high blood sugar values. The customer sounded very disoriented on the phone and her mom came on the call and stated she was "taking her to [the] hospital [because] her blood glucose was not coming down." The customer stated, she "had a couple of beers, like 2 or 3", but the time of consumption is not known. The customer stated that she did not check her blood glucose prior to the call at 2:10 am, despite eating 15 grams of carbohydrates and administering a bolus dose of insulin of 1.5 units, and again at 3:15am, she ate carbohydrates (65 grams) and administered a bolus dose of insulin of 6.5 units without monitoring her blood glucose. The customer did not check her blood glucose until 10:15am on (B)(6) 2011 when it read "high"; based on the pdm history provided, there is a 24 hour lapse in blood glucose history. It is not known if the customer did not check her blood glucose at all during that time or if she used a different device other than her pdm. Customer service followed up with the customer at 5:29pm that day, but did receive a call back. No further information is available to determine how the customer resolved her "high" blood glucose and if she received any medical intervention. The product is unavailable and will not be returned for evaluation.